Event description:
It was reported that the downstream occlusion (dso) seal had been peeling and had come right off. The event occurred after priming.

Manufacturer narrative:
D4: provided serial number could not be confirmed. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 6/4/2025. D4 - serial #, d4 - primary UDI number, h4 - device mfg date, d3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the downstream occlusion (dso) seal had been peeling and had come right off¿ was confirmed through visual inspection, the dso seal was delaminated. The cause was unknown. Conducted performance verification testing (pvt) with no additional issues found. Customer received replacement for out of box failure (oobf). This device will be placed in a loaner pool as is. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.